Manufacturer narrative:
Date of death - estimated. Date of event ¿ estimated. The unique device identifier (UDI) is unknown because the part number and lot number were not provided. The devices were not returned for analysis. A review of the lot history records and complaint history could not be conducted because the lot numbers were not provided. Based on the information reported through the research article, a definitive cause for the reported patient effect and the relationship to the product, if any, cannot be determined. There is no indication of a product quality issue with respect to manufacture, design or labeling. The other patient effects and devices reported in the pmcf are captured under separate medwatch reports. Literature attachment: article title "post market clinical follow-up evaluation report vessel closure devices".

Event description:
It was reported through a post market clinical follow up evaluation report identifying the prostar xl vessel closure device that may be related to the patient effect of death. Details are listed in the attached article, titled post-market clinical follow-up evaluation report vascular closure devices. Please see the attached post market clinical follow up evaluation report for specific information.